Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The pitch distal clevis is still in contact. Additional observations related to customer reported complaint were also identified: the small grasping retractor instrument was found to have a loose pitch cable at the distal end. The instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument would not stay up where the connecting part is broke. The procedure was completed with no reported injury.